Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the device replacement procedure, it was discovered that the left ventricular (lv) lead had insulation damage. The insulation was repaired and there were no signs of any other lead abnormalities. The lead remains in use. No patient complications have been reported as a result of this event.